Event description:
(1/2, reference (B)(4) for related complaints) (documenting administration set) it was reported that the pump did not infuse and the clinician had to reset the cassette and then the infusion started. No alarm sounded to state that infusion was not running. No patient injury. Additional information received via email from customer on (B)(6) 2022 and attached by ICU medical in complaint: we experienced a pump recording delivery of medications yet not actually delivering the medications. When we changed the set, worked again. We suspect that there may be an issue with the sets. The pump serial number is (B)(4). The set lot numbers on site are lot 4248632 and lot 4232350.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One picture was attached and reviewed. The picture attached shows a closed pouch package. The reported failure mode is not visible from the picture attached. The complaint is not confirmed. No product sample was received; therefore, visual and functional testing could not be performed. Based on the pictures provided it's not possible to identify the root cause of the no delivery issue. No corrective actions were performed since root cause cannot be determined. No problems or issues were identified during this device history record review.